Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the device automatically restarts and shows error e433. The hvps board is not visibly damaged. The top cover is deformed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: defective high voltage power supply (hvps) board. The information presented by the user appears plausible with regard to this error pattern. This issue is addressed in the instructions for use (IFU): the customer is basically required to check the function of all devices used prior to a procedure. In addition, according to IFU, a suitable replacement device must be provided during an application. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the high frequency unit "esg-400" to olympus repair center for evaluation of a displayed error code e433 with a beep noise and a continuous rebooting of the device. There were no reports of patient harm.